Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient who was implanted with a neurostimulator. Information was reported that the patient's ins was sitting on its side in the battery pocket resulting in discomfort, pain and difficulty charging. A revision occurred and the patient was taken to or today and physician re-anchored the device to tissue so that it will lie flat again. The issue was resolved at the time of the report.